Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer experienced a blood glucose (bg) level of 50 mg/dl. The pump settings were adjusted and the customer is no longer experiencing low bg levels.